Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting coronary stent implanted to the mid rca, one endeavor sprint rx drug-eluting coronary stent implanted to the mid circumflex, one endeavor sprint rx drug-eluting coronary stent implanted to the 1st diagonal branch and one endeavor sprint rx drug-eluting coronary stent implanted to the 1st obtuse marginal. On the same day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. (Ref MFR # 9612164-2012-00010, 9612164-2012-00012 and 9612164-2012-00013)

Event description:
Correction: the implant date was performed one day prior to the previously reported date. The previously reported mi occurred one day post index procedure, and not on the same day as previously reported.

Manufacturer narrative:
(B)(4). Evaluation results inherent risk of procedure (myocardial infarction).